Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the event history log showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per the device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death, as listed on the death certificate was due to: ¿1. Cardiac arrest for a few minutes. 2. Hypotension for 24 hours. 3. Stage of renal failure for 2 years, and 4. Diabetes mellitus-type ii for many years¿. It was reported that the patient¿s overall health had been ¿declining for the last several years¿. The patient passed away at home and was not hospitalized prior to death. Apd therapy was ongoing until the time of death and the patient was connected to the homechoice cycler at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.